Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 08/17/2021. An investigation was conducted on 08/23/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw to the tip of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the tip of the hot jaw was observed to be peeled back from the tip of the hot jaw exposing the metal tip of the hot jaw. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed, as well as confirmed for the analyzed failure "peeled jaw".

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, prior to using the device on the patient, they noticed one part of the jaws was separated on the device. Heater wire separated from jaws right out of the box. They opened another kit to complete the case. No patient involvement.